Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Another healthcare professional reported with the description damaged implant. No patient impact. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.4. , d.9. , h.3. , h.6. And h.11. The product was returned for analysis and damage to the lens was observed. Iol returned pressed against one post of the lens case base resulting in deformation of the iol. A significant amount of solution is dried on both surfaces of the optic and haptics. One haptic is folded onto the optic and adhered with solution, the other haptic is bent. The optic is bent and has fibers and particulate. We are unable to determine the root cause for the reported complaint "damaged implant". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).